Manufacturer narrative:
(B)(4).

Event description:
It was reported that the longevity was 3.3 years in (B)(6) 2015 it was 3.3 months. The battery voltage had lowered and the charge time had increased. The device was replaced. There was no report of adverse consequences for the patient.

Manufacturer narrative:
Longevity estimations show the battery voltage is normal based on device usage. The device was tested on the bench and found to function normally. The reported event of a programmer longevity estimation error was confirmed. There is a multi-month window of time when the battery is near the midlife deactivation voltage when fluctuating battery voltage can cause the programmer to temporarily over-estimate the remaining longevity. The correct value will be provided in future sessions as soon as the battery is completely out of the midlife range.